Event description:
The customer contact reported unrestricted flow. The pump was programmed to deliver an unspecified concentration of propofol. No specific programming parameters were provided. Reportedly, "when the anesthesiologist opened the infusion, it opened completely so that the pt received an unintended 25cc bolus." No specific patient event details were provided; however, the patient was "mask ventilated" following insertion of a temporary airway. Vital signs remained stable and the pt responded to interventions. There were no reported adverse pt sequelae. The device was removed from clinical service. During testing at the user facility, it was noted that the door and lever were broken. After a cassette was loaded into the device and the door closed, unrestricted flow was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.